Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured s-curve hump height was within specification.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead dislodged twice. The lead was removed and replaced. The patient was discharged.